Event description:
It was reported via social media that the insulin pump went into threshold suspend even though the customer was not low. Customer stated that the pump said they were at 70 mg/dl and 6 hours later, the customer was in the intensive care unit. Customer stated that sensor never picked up low or high readings properly. Customer stated that their endocrinologist does not even prescribe the enlite sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.